Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the video function did not work properly due to a scope socket failure, and this caused the front panel to blink. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation which was the front panel was blinking was confirmed due to a worn out socket slider switch and a faulty scope socket and intermittent use of high intensity mode. However; the "narrow band imaging option was not working all the time" was not confirmed. Additional findings include the following: the olympus lamp life meter was reading at 300+ hours with light intensity output measured out of range, and there was corrosion inside the air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel was blinking; the narrow band imaging option was not working all the time. The issue was found during a procedure. There were no reports of patient injury or medical intervention associated with this event.